Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unspecified low blood glucose. Reportedly, the pump¿s basal settings were incorrect. Customer declined further troubleshooting.